Event description:
It was reported that versacross rf wire was selected for use during a pulmonary vein isolation. During the procedure, it was mentioned that the insertion of the rf wire was not smooth into the body and also was difficult to puncture, however it was completed. The a was positioned above the v and the puncture was so close that the pigtail could not be inserted. Procedure was completed successfully without any replacement of the device. As per the physician opinion, the issue might have occurred due to the patient's anatomical structure. No patient complication was reported. The device is not expected to be return as disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc as it was not available at the heath care facility. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.